Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on unknown date and the reservoir was connected to a drain. After the procedure, during postoperative control on drainage, it became unable to lock the reservoir after emptying exudate. Negative pressure was applied without locking the reservoir for a while, then, the reservoir was removed. It was also reported that when releasing the lock of the reservoir to start suction after placing the drain, a nurse heard an unusual sound. There were no adverse consequences reported. No further information is available.

Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Actual device returned and evaluated. Lock did not work due to the latch of the plate is broken. After analysis it was found that the latch was broken possibly by final user handling after the manufacturing process was completed. Under this condition the plate will remain open and an open plate cannot be package in the inner pouch.